Manufacturer narrative:
Investigation: the terumo bct clinical specialist advised the customer to not to put any pressure on the sample pouch before the clamp is closed or the tubing sealed. If pressure is placed on the bag the air at the top of the sample pouch goes up the tubing leading to the donor. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Correction: customer determined that this was operator error and has retrained the operator on the steps of filling the sample pouch and filling sample tubes. Corrective action: an internal CAPA has been initiated to evaluate reports of air in the sample bag. Root cause: based on the information provided from the clinical specialist and the customers statement, the root cause was determined to be due to an operator error, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing allowing a portion of the tubing to allow air to pass.

Event description:
The customer reported that when they were closing the sample pouch on a trima donation they noticed air in the tubing from the sample pouch going to the donor. Per the customer, there was no air in that tubing when filling the sample pouch with blood. The procedure was ended and no product was collected. Per the customer no medical intervention was performed. The customer stated that the donor did not have any adverse reactions. The donor felt fine when he left the donor center. No other follow up with the donor was needed. The platelet collection set is not available for return because it was discarded by the customer.